Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 2.56 mg/day via an implantable pump. It was reported the patient experienced infection symptoms and breakdown of skin at the incision site of the pump pocket. It was unknown exactly when the issue began, but the pump was implanted on (B)(6) 2019. The patient went to the emergency department and was evaluated, which led to surgical intervention. The pump was explanted and replaced on (B)(6) 2020. It was indicated the device would not be returned as the customer refused. The issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.